Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor fractured; distal segment of the lead was returned for analysis. The outer tubing overlay was melted and breached/cut. Blood was also seen on several conductors. There was also a white substance most likely calcium deposits on the svc exposed electrode.

Event description:
It was reported that the lead had a fractured svc coil. The lead was explanted and replaced. There were no patient complications reported as a result of this issue.